Event description:
This case was reported from israel. Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure. Another capsule was placed normally.